Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of trying to load a serter and noticed that there was no needle hub attached. The customer's blood glucose was unknown at the time of incident. Troubleshooting advised that a replacement sensor would be sent to the customer and to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found one of two needles separated from the sensor base. Unable to perform the insertion needle complaint due to the product being returned opened/used. The complaint was against the sen-serter. Missing one needle.